Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d.5 unique identifier (UDI) # revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11955. E.1 facility name revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11955. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-11955 and should not have been. G.1 add information to reporting contact address line 1 as it was inadvertently omitted from the initial manufacturer device report number 1220648-2024-11955 submitted. G.1 revised manufacturing site name and address section as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11955. H.6 added code 925 since initial submission of manufacturer device report number 1220648-2024-11955 in accordance with updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-11955 in accordance with updated procedures.

Event description:
The complainant reported 54-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The physician reports an arterial bleeding next to the impella puncture site, so the staff weaned the impella and explanted in the operating room (or). The patient is hemodynamically stable with a good left ventricle (lv) function.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer .¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿